Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient with polymorphic ventricular tachycardia had delayed therapy due to undersensing. The device was reprogrammed. The patient was recovering and monitoring will continue.

Event description:
New information received states that the patient was readmitted when another instance of an undersensed vt was noted on the electrograms. Further programming changes were made. The patient was discharged and was fully recovered.